Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, 75% stenosed right superficial femoral artery. The 6.0x100 mm armada 35 balloon catheter was advanced to the lesion and inflated; however, during the second inflation at 10 atmospheres, a balloon rupture occurred. There was no resistance felt during advancement of the balloon catheter to the lesion. A non-abbott balloon was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.